Manufacturer narrative:
The t:slim pump user guide cautions against overfilling a cartridge past 300 units as this can lead to cartridge error. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had received multiple inaccurate fill estimates. The customer indicated that the cartridges may have been overfilled. The customer's blood glucose level was not impacted. As the inaccurate fill estimates had occurred in the past, tandem technical support was unable to troubleshoot to confirm if the customer had overfilled the cartridge and was the cause of the event.